Event description:
It was reported that the power cord did not work on the carelink monitor. There were flashing lights after unplugging the power cord and reconnecting. A new monitor was sent to the patient. No patient complications have been reported as a result of this event.

Event description:
It was reported that the power cord did not work on the carelink monitor. There were flashing lights after unplugging the power cord and reconnecting. A new monitor was sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.